Manufacturer narrative:
(B)(4).

Event description:
One day post implant, while interrogating the device loss of capture for the atrial lead was noted, so an x-ray was performed. The physician thought the lead had been sutured through and scheduled a revision. After the new lead was connected to this device, the physician noticed cross-channel sensing on both the atrial and ventricular leads, which did not subside after waiting a few minutes. Both leads tested normal and lead position was verified. This pacemaker was then replaced with a new OEM device and the behavior was corrected.

Manufacturer narrative:
5/27/15 - update: the field rep called to report that the odd readings were being seen with the new system as well. The physician has determined the patient has an anomaly that he had never seen previously and there is no question of functionality with this device. This event no longer meets FDA reporting criteria and this report was opened in error.